Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of diopter -7.0 diopter had a tear/break during loading after opening vial on (B)(6) 2024. The lens was not implanted. Cause reported as unknown.